Event description:
While prepping the balloon, the balloon would not deflate completely. A new balloon was obtained and procedure was completed. Original device was not used on patient. Reportedly, there was no harm to patient.